Event description:
It was reported to philips that the system did not turn on. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not turning on. Upon functional testing, the fse found that the power connection to the isolation transformer was incorrect. To resolve the issue, the fse corrected the connection. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.